Manufacturer narrative:
Other applicable components are: product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml, 400 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and stiff man's syndrome. It was reported that the pump had 5 motor stalls and recoveries on (B)(6) 2016, as noted in the pump logs. The patient had not recently had magnetic resonance imaging (MRI), and had not been around any magnetic fields. The patient was to be monitored for the next 24 hours. Additional information received from an hcp reported that the pump was explanted on (B)(6) 2016. The patient's symptoms included increased muscle spasms. Troubleshooting included reading the logs. The motor stalls had spontaneously resolved, but the pump was explanted due to multiple stalls within a 24 hour period. The cause of the stalls was not determined. The catheter was also revised during the replacement. It was questioned if "the issue could be related to increased pressure related to catheter issue."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Since the explant of the pump and arrival to the analysis lab, no additional stalls occurred. The pump passed all non-destructive testing. In destructive analysis, no anomaly could be determined as the root cause for the field stalls and recoveries. Analysis of the distal catheter portion (n499765003) revealed that the anchor was damaged at explant. No other anomalies were identified for the distal portion. Analysis of the proximal catheter portion (n425387003) revealed the transition tube was damaged; however, no leak was seen during testing. Eval code conclusions was associated to (B)(4) was associated to n499765003 was associated to n425387003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.